Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that she had irritant dermatitis under her left breast. The area was red. The patient's dermatologist suggested the patient use a cream on the irritation. The patient reported that after using the cream, the irritation was improving.